Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported unusable images, and in attempt to re-boot the system, it failed to boot back up. There is no report of death or serious injury associated with the event.